Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Additional information requested, but was not provided.

Event description:
It was reported that the IV tubing set separated when the tubing was being capped after an infusion.